Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 598mg/dl, and he was treated with an insulin drip. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found low reservoir alarms. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the mother to change the entire infusion set and reservoir. The caller stated that she feels uncomfortable with the insulin pump and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.